Event description:
An alarm was reported by the caller, indicating an occlusion issue with their device. There was no adverse impact on the customer's blood glucose level as the readings remained within a normal range. Technical support advised the customer on a series of corrective actions involving disconnecting and reconnecting various components, delivering boluses, and ultimately replacing supplies before resuming insulin therapy.